Event description:
I had a medtronic infusion pump installed in 2001. As best as I can tell, it was recalled shortly there after. In 2008, a class 1 was recalled was affirmed and pts were all to receive letters. My pump was plagued by clogged catheters having no less than 4 full revisions. I was told that some people tend to have fluids solidify at the end of the needle inside their spine sack. My last revision left me with terrible back pain which after chasing my tail for quite some time I was finally told it was due to scar tissue - 7 or more cuts to same area -. In any event, the last time it clogged on three months earlier, I called and was informed that both my dr and pa had left town. The new pa agreed that my catheter was slowed, and I asked to have the pump out and go back on oral meds. This didn't work so after several times trying to flush it clear, it stopped completely on original month. I called on the same day, informing them that it had stopped. I saw the dr who simply said, he was replacing my pump on the same month -needing a week with no aspirin-. He didn't check my pump at all. After the surgery, I had shivers to my core. I have never shaken so hard in my life, and it lasted quite some time. I was left in recovery and sent to a room at 4:30 pm. I was awake all night despite pain medications and although several drs said, they were turning my pump up 30%, it wasn't until 4:30 the next day that my dr told me that my pump had been off, and they couldn't risk od, so I must be raised slowly. I have endured the worst withdrawal symptoms one could imagine, -hallucinations, full body tics, etc.- on numerous occasions, with this latest bout being the worst and it galls me to know that there was a known problem with this pump but people just kept cutting and fixing. I looked up my old dr and medtronic and got over 800 hits in .37 seconds so he's pretty close with this co. I now have found out that the new pump they installed is also a class 1 recall and if I had not chased this on my own I would know nothing about either pump. Even though I was supposed to be informed. It's been a tough 7 yrs and I know that this pump will fail too. At this point, I have no indication that it's working. There are many other irregularities but I fear I am just muddying the waters as this is a confusing and complicated situation. It is hard to date my injury. My last surgery? When my pump wasn't checked? Seven yrs of surgeries and withdrawal symptoms? Loss of pain reduction? Someone told me that I must get the actual pump. I know that it's hard to concertize the effects of these possible errors, but reduced functioning affects many things-missed graduations, family outings, and on and on- and my psychiatrist knows how things revolved around this pump. But that aside, I still have one in me that's on recall and the best I can hope for is that someone finally respects my wishes and puts me back on oral meds. Even then they will have to cut a terribly painful area again. By the way, I am medically retired psychologist. Thanks for listening. Ps my pump stopped in 2008, I called on the next day, saying exactly that. The dr saw me on two days later, but because he didn't interrogate my pump he didn't know I was "in danger of overdosing when they turned it on. So now the withdrawal continues -though oral meds help some- and this has been years of exactly the symptoms that the recall was about. In fact that was exactly how it was described to me, something building up on the needle point in my spine and clogging the flow. Revision after revision and I know I will have to be cut again where my back hurts so much from being cut 8 or 9 times, since the new pump is also on recall. Frequency: continuous. Route it. Dates of use: 2001 - 2008. Diagnosis or reason for use: intractable pain. I have a new medtronic pump implanted called synchromed ii 8637-40 which I have found is also in a level 1 recall. I knew none of this prior to (sixteen days later) also I do not know who now has pump. I am the pt and reporter.